Event description:
During the implant procedure, an entanglement with the left ventricular lead led to a procedure cancellation. The delivery catheter was advance over a 0.18" cook medical guidewire. The catheter and guidewire became entangled in the left ventricular lar lead. The delivery catheter was freed from the lead, and the procedure was aborted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).